Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy due to lead noise. The lead was subsequently explanted. The patient condition was stable.

Manufacturer narrative:
A partial lead with the distal tip measuring 46.3cm was returned for analysis. The portion of the lead that was returned exhibited normal electrical characteristics. Without return of the entire lead, a complete analysis could not be performed.